Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) and weakness. Reportedly, customer had a stomach bug and could not consume the amount of carbohydrates that the customer delivered a bolus for. Reportedly, customer required assistance from partner to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.